Manufacturer narrative:
(B)(6). (B)(4) - medical intervention required, hospitalized, cholecystitis and pancreatitis. (B)(4) - the reported issue of stent blocked/occluded. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was implanted within the distal biliary duct of cancer patient, during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2010. According to the complainant, the stent was implanted to relieve symptoms from a malignant distal biliary stricture. On (B)(6) 2010 the patient was admitted to the hospital with cholecystitis and pancreatitis. An endoscopic retrograde cholangiopancreatography procedure revealed that there was tissue overgrowth at the proximal end of the stent. A second wallflex biliary rx partially covered stent was placed inside the first stent, overlapping it by two centimeters. Biliary drainage was restored, and the cholecystitis and pancreatitis were resolved. The physician contended that the patient's unspecified co-morbidities may have contributed to the cholecystitis and pancreatitis. The patient was discharged on (B)(6) 2010, in stable condition.